Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. Different leads were used, but the high impedance continued to be observed. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The reported field event could not be determined.